Event description:
It was reported that the patient was experiencing overstimulation. The patient underwent an explant procedure. There was no device malfunction suspected. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500; model: sc-8216-50; serial: (B)(6); batch: 21305211.